Event description:
A distributor returned battery charger/modem (B)(4) and reported that the battery charger displayed an error code while charging a battery.

Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (error while charging a battery) has been confirmed. Upon investigation the battery charger/ modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.